Manufacturer narrative:
Device evaluation summary device evaluation of charger/modem (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the c1100 capacitor on the bedside board was shorted. The cause of the inability to power on is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. No adverse event resulted from the shorted capacitor.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.